Manufacturer narrative:
(B)(4). Sample availability unknown at this time. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted (B)(4) regarding a check heater line alarm that appeared on the homechoice (hc) unit during fill 1. (B)(4) assisted the home patient (hp) by explaining the alarm and advised the hp to push the spike into the heater bag and twist it halfway. The hp accidentally removed the spike from the heater bag instead. (B)(4) assisted the hp to end therapy and will start over with new supplies and will call back with any problems. No additional information is available.